Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance was steady at approximately 650 ohms through (B)(6) 2015, then impedance begins to vary with out of range measurements (greater than 4000 ohms) by (B)(6) 2015. There was a high count of high impedance paces. A lead warning occurred (B)(6) 2015. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pace impedance was steady at approximately 650 ohms through (B)(6) 2015, then impedance begins to vary starting the week of (B)(6) 2015 with measurements of less than 300 ohms. There was an increased count of low impedance paces. A lead warning occurred (B)(6) 2015. Concomitant medical products: 507658 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and sensing artifacts. Rv lead fracture was suspected. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead also exhibited high impedance and sensing artifacts along with intermittent capture at high thresholds. The ra lead was left in the patient at the physician&#38112;discretion due to the patient demonstrating chronic atrial fibrillation. No patient complications have been reported as a result of this event.